Event description:
It was reported that during a procedure in the heavily tortuous right coronary artery, a non-abbott guide extension was advanced through a non-abbott guide catheter. While advancing a xience prime 2.5x28mm stent delivery system (sds) toward the lesion in the right coronary artery, the xience prime met resistance with the non-abbott guide extension on advancement, got stuck, and could not be removed. Force was used to try to free the sds from the non-abbott guide extension with a back and forth movement but it could not be removed. The sds and the guide extension were removed as a single unit from the anatomy. After removal of the sds, it was noted that the stent was damaged. The type of damage was unknown. The sizes of the non-abbott devices were unknown. The procedure was completed using another xience prime 2.5x28mm sds. There were no adverse patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and guide-liner/guiding catheter resistance were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: guideliner guide extension, medtronic 3drc. (B)(4) - incorrect removal; against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial filed report, additional information was received indicating that flared stent struts were noted after withdrawal from the anatomy. No additional information was provided.